Manufacturer narrative:
A photograph was provided by the customer that confirms the complaint of tubing being crimped. The following was provided by the customer for complaint investigation: one used. List #065430403, t-u-r y-set, nonvented, 96 inch; lot #13870074. Some of the kinks on the used device were observed to have indentations. In attempts to replicate clinical use, the set was attached to an ICU medical-provided IV bag and connected to the piercing pin. Flow was established through the kinks. The complaint of crimping can be confirmed however it was not found to prevent flow. The probable cause of the kink is unknown however it was not found to occlude flow. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
A complaint was received regarding a t-u-r y-set, nonvented, 96 inch that experienced no flow. The report states that the tur irrigation tubing is severely crimped and restricts/prevents flow. It was also reported that the quantity of affected product was 1 each. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: date of event: the date of event is unknown, and 01 jan 2025 has been used as a placeholder. The investigation is pending completion.